Event description:
Device 2 of 2 reference MFR report: 3008829311-2017-00740. It was reported the patient experienced muscle spasms in her left back. X-rays were taken and showed the t11 and t12 leads were fractured. Diagnostics indicated invalid impedances. Patient has partial coverage with the remaining leads, however plans to discuss surgical intervention with her physician.